Event description:
It was reported that during the device change out, the physician noted insulation degradation in the pocket of the right ventricular (rv) pace lead. The physician did not feel comfortble adding medical adhesive to repair the lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).